Manufacturer narrative:
The pod arrived not deployed. Timeouts and a drive stall were observed in conjunction with an 0x5c alarm, indicating open count too low at the end of first prime. No mechanical damages or deficiencies were observed. The rerun did not replicate the timeouts or drive stall. The high pulse width w/ drive stall is confirmed as the root cause of the 0x5c alarm and reported needle mechanism failure. The exact cause of the high pulse width w/ drive stall could not be determined. Corrosion was observed on multiple internal components including the mechanism rails, catch beam, chassis, top battery, commutator cap, and piezo. A leak test was completed; however, no leaks or tears were found. The source of the corrosion could not be determined. The investigation could not determine if the corrosion contributed to the 0x5c alarm and needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant.   This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l. Cgm sensor type: g6.

Event description:
It was reported by the pod's needle did not deploy indicating a needle mechanism failure. The cannula was not visible and the pink slide did not move forward.